Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thus software and carelink. Proceeded with the following testing to assure proper functionality of the unit. Unit failed self test due to unexpected pump error 63 alarm. During download history review pump error 63 was previously recorded on 03/12/2021 at 21:14:51.000 and a most recent alarm was recorded on 06/30/2024 at 11:17:32.000. Both occurrences had file=37 line=367. Per software engineering log pump error 63 was due to ambient light test failure - suspecting the hw. Problem isolated to electronic assembly. Unit was cut open and performed a visual inspection, no moisture damage and all connectors were properly plugged in. However, audio options screen was set to low and high volume with vibrate and all volume settings and vibrate functioning accordingly to settings. No volume or vibrator anomalies noted during testing. The following cosmetic damages were noted: label damage (faded), scratched case, keypad overlay texture damage, cracked keypad overlay and pillowing keypad overlay. In conclusion, unable to confirm customer's concern due to audio options screen was set to low and high volume with vibrate and all volume settings and vibrate functioning accordingly to settings. However, unexpected pump error 63 alarm was noted during self test due to ambient light test failure - suspecting the hw. Problem isolated to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had an audio anomaly. The customer stated that the device was not making any sound when alarming. They did not hear the difference between audio volumes 1 and 5. The device failed the audio test. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.